Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they received insulin flow blocked alarm. Customer states that alarm did not occur during manual prime. Customer¿s blood glucose was in the range of 170mg/dl to 250mg/dl and customer declined troubleshoot for high blood glucose. Customer reports event was resolved by changing complete set. Product will not be return for analysis.

Manufacturer narrative:
Evaluated four open and used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test and reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs were not occluded.